Manufacturer narrative:
Initial reporter occupation: facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd venflon¿ pro safety shielded IV catheters experienced blood leakage from the flashback chamber. The following information was provided by the initial reporter: shortly after insertion of the cannula into the vein and after the first injection through secondary port, blood and infusion (fentanyl) began to flow out through the open secondary port. They had to introduce a new cannula, this is a problem in patients with bad veins.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-nov-2022. H.6. Investigation summary: our quality engineer inspected the 2 photos and 2 representative samples submitted for evaluation. The reported issue of blood leaks out of control plug was not confirmed upon inspection and testing of the samples. One of the sample photos showed blood leakage from the injection port. The 2 representative samples returned were subjected to visual inspection, injection leak test and catheter adapter leak test. All inspection results passed. No abnormality was observed. Since the returned samples showed no defects, the reported issue was not confirmed. Bd cannot determine a manufacturing related root cause since the defect was not confirmed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch was in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd venflon¿ pro safety shielded IV catheters experienced blood leakage from the flashback chamber. The following information was provided by the initial reporter: shortly after insertion of the cannula into the vein and after the first injection through secondary port, blood and infusion (fentanyl) began to flow out through the open secondary port. They had to introduce a new cannula, this is a problem in patients with bad veins.